Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to laparoscopic colorectal surgery, bad nailing was observed. This resulted to anastomotic bleeding. Staple line was stitched again to resolve the issue in order to complete the case. Hospital stay was extended by 3 days.